Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with bent septum. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: the returned unit and photographs were inspected by our quality engineer. One used q-syte unit from an unknown lot number was received. Through the visual/microscopic examination the unit revealed to have a portion of the septa pushed into the q-syte top body. The septum was found to lift all the way around from the rim of the top disk. The evaluation of the septum being pushed into adapter location revealed evidence of adhesive and septum deposits. Although the failures stated in your reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: indeterminate ¿ the evaluation of the septum being pushed into adapter location revealed evidence of adhesive and septum deposits. The occlusion was from the septa being pushed into the q-syte top body. This is an indication that a bond was provided during the manufacturing process.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with bent septum. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd q-syte luer access split-septum stand-alone device there was an issue with bent septum. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.